Event description:
The customer reported that during prime for a procedure, they noticed that ac line was leaking. Upon review of the information provided by the customer, it was discovered that an expired optia disposable was used on a patient. The optia disposable was labeled with an expiration date of 07/01/2020. The procedure was performed on (B)(6) 2021. Per the customer, no injury happened and no medical intervention was required as no patient was connected during prime. The optia set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Corrected information is provided in d.4 and h.4. Investigation: further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed by the customer that an expired set was not used. No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer reported that during prime for a procedure, they noticed that ac line was leaking. Upon review of the information provided by the customer, it was discovered that an expired optia disposable was used on a patient. The optia disposable was labeled with an expiration date of 07/01/2020. The procedure was performed on (B)(6) 2021. Per the customer, no injury happened and no medical intervention was required as no patient was connected during prime. The optia set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.